Event description:
Complainant alleged that while attempting to monitor a (B)(6) old male patient, the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was observed and attributed to having the incorrect configuration. It was determined that an older user configuration was loaded onto a newer device which is not compatible with the newer software's. The device was restored to default and the configuration was updated manually to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.